Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. The technical support specialist had dialed into the infusion station, which was showing a "disconnected" icon. Knowledge article was reviewed, and the server was restarted as part of the troubleshooting steps. It was discovered that port 5277 was blocked on the station, preventing it from synchronizing with the server. Coordination with hit was initiated to unblock the port from the device to the application server. An update was provided to the customer and worked with the it team to resolve the port issue. The issue was resolved and confirmed by the customer. The system functioned as intended after the technical support specialist verified device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was not communicating and was in disconnected mode. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a device was not communicating and in disconnected mode. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.